Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician during the functional evaluation. Upon disassembly, the technician found widespread internal corrosion.

Event description:
The manufacturer service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.